Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, the strain relief was noted to be dislodged from the y-body. No kinks were noted to the catheter shaft and no anomalies to the luers/y-body. During functional evaluation, the sample guidewire unable to be flushed. The patency of the guide-wire lumen was tested using a returned guidewire and was unable to be inserted all the way through. The catheter was stripped and under microscopic examination, dry blood was noted within the inner guidewire lumen. No other functional testing was performed. Therefore, the investigation is inconclusive for the reported guidewire removal issue as functional testing could not be performed due to dried blood within the guidewire lumen. However, the investigation is confirmed for the identified dislodged strain relief as the strain relief was noted to be dislodged from the y-body during visual evaluation. A definitive root cause for the reported guidewire removal issue and identified dislodged strain relief could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 08/2024) .

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via a contralateral approach, the guidewire allegedly got stuck after inflating. It was further reported that the balloon and guidewire were removed together as one unit. The procedure was completed by using another device. There was no reported patient injury.